Event description:
The customer reported a "speaker malfunction." It is unknown if the device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.